Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had not been able to charge their ins battery in about a year. They had not reached out to anyone because of covid and patient stated they had their ins restarted 1 time before about 4 years ago. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.